Event description:
It was reported that patient underwent a patellofemoral replacement procedure on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to the three pegs fracturing off the patella. During the procedure, the patient was revised to a total knee system and the patella was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."